Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 146mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to an MRI. Assisted the caller to run the displacement test and the test failed. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime during prime alarm test and motor error alarmed during occlusion test due to faulty force sensor. However, the insulin pump passed displacement test. No displacement anomaly noted. Motor passed motor test.